Manufacturer narrative:
An arjo investigator examined the device and found all functions to specification. It is stated in the report from the site that the carer was next to the situation at all times. Multiple complex disabled pts come to a sitting position unexpectedly while being showered. The MFR concludes the event most likely occurred because the caregiver did not have his or her full attention on the resident. The resident sat up unexpectedly at one side instead of in the middle, causing the lift to turn over due to all the weight being applied to one side of the stretcher. The lifter operating and product care instructions states in the chapter titled "safety instructions," warning: make sure the resident is lying/sitting in the middle of the stretcher with their arms on the chest." This had not been followed with respect to correct positioning of the resident on the product and all use to be supervised. The MFR recommends retraining of the customer, especially regarding the correct procedures for positioning the resident on the product.

Event description:
The facility reports the pt raised herself up during showering into a sitting position. She slipped sideways, which made the trolley become off-balance. The trolley turned over, and the pt slipped to the floor on her back. The pt sustained a bruise on her back.